Manufacturer narrative:
H3: analysis of the axium coil revealed that the axium implant coil push wire assembly was not returned. The implant coil was found to be damaged and stretched. No other anomalies were observed. The axium implant could not be used for resistance testing with an in-house micro catheter due to its returned condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 4 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the patient had an aneurysm of the ophthalmic artery segment, the aneurysm body was 4 mm x 6mm, and the diameter was 2.5mm. The microcatheter was in place, and coils were implanted in turn, one 3 x 8, 2-6. When the second spring coil was implanted, it was found that the coil could not be pushed out of the microcatheter. It still could not be pushed out even after repeated operations. Finally, a new coil was replaced, and the problem was solved. Then one 2x4 and one 1x3 were filled in turn, and the surgery was successfully completed. It was reported there was catheter resistance /stuck in catheter. There was no catheter damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received reported the catheter used in the event was not a medtronic device; model and lot information were not provided. The cause and specific location of the resistance in the catheter was not known. It was noted that the coil came of the introducer sheath smoothly. It was unknown if there was any damage to the coil.